Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient never got benefit from therapy. Stimulation was felt. There was discomfort at above 4.0v and it was not in the correct area. It was changed to program 4 at 3.0v, and it was in the correct area. The patient mentioned he thought his back was broken or cracked. The patient thought this might have happened during the implant because they had to push really hard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.